Manufacturer narrative:
Product analysis: analysis confirmed the customer comment that the external pulse generator (epg) liquid crystal display(lcd) had pixels / segments missing as the lcd display was bleeding and considered electrically out of specification. It was also noted that the output connector assembly was broken. There was a lcd backlight issue due to a connector on the main printed circuit board (pcb). The pcb was replaced due to two or more occurrences of an error code. The upper case was broken. The main world label was damaged. All found defective parts were replaced and all other identified issues were resolved. The epg passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the display of the external pulse generator (epg) had pixels missing. The product has been returned for service. There was no patient involvement.